Event description:
The device broke during surgery, was all that was reported by the caller. There were no patient consequences.

Manufacturer narrative:
The complaint originator initially reported only that something had broken. However, upon receipt and evaluation of the complaint device, we feel that this may be a reportable event. The anchor device in question has a portion of one of its two arcs broken off. Although this is a very infrequent failure mode (almost nil), historically, it has always happened in the body while the surgeon was attempting to deploy and insert the anchor into a bone hole. And if this is what indeed happened, then it is possible that the broken fragment remains in the patient's body. If this is the case, and the broken fragment has not been retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. We have been, and are trying to contact the facility to see if they can add any clarity to the event. When all of the information that can be had is had, the information will be reflected in a follow up report.